Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib and pace function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The customer report was duplicated and the processor/bridge/pace board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty transistor on the processor/bridge/pace. It is important to mention the device experienced damage not consistent with typical use. Analysis of reports of this type has not identified an increase in trend.